Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse inspected the instrument and confirmed drifting sodium results. The fse replaced the carbon bridge and the reagent straws to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned high sodium (na) patient results generated on the dxc 600i clinical chemistry analyzer system. The customer stated that the instrument generated mc sample crane or syringe errors and ongoing sodium result drift at the time of the event. The customer repeated the sample on another dxc system and obtained a lower result. The questioned results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown.